Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). Investigation summary: bd received 13 photos for investigation. The evaluation of these photos indicated torn packaging. However, incorrect label information could not be identified from the photographs provided. One (1) retained case pack, containing 100 samples, was visually examined. The labels contained all the correct information and the packaging was not damaged. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: torn product/component. This complaint has not been confirmed for the indicated failure mode: incorrect label content. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd preset¿ arterial blood collection syringe, two (2) packages were torn and one (1) package exhibited incorrect label information on the package. No adverse impact was reported regarding the patient or user.